Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the clinician suspected that the device was not working properly due to the clinical status of the patient. The clinician decided to explant and replace the device valve. The patient¿s status was noted as alive ¿ no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, pre-implantation and leak testing. The valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.